Event description:
This case was initially received via regulatory authority (food and drug association, reference number: mw5090092) on 18-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain /pelvic pain') and menorrhagia ('heavy menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("heavy menstruation with anemia"), coccydynia ("tailbone pain"), abdominal pain ("abdominal pain") and procedural pain ("unable to confirm left tube placement due to pain during exam"). The patient was treated with surgery (ablation and surgery to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, coccydynia and abdominal pain had resolved and the menorrhagia, iron deficiency anemia and procedural pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, coccydynia, iron deficiency anaemia, menorrhagia, pelvic pain and procedural pain with essure. The reporter commented: an intervention was mentioned but not specified or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.